Manufacturer narrative:
(B)(4)

Event description:
It was reported that, "during the unpacking inspection and simulation test run, when using the simulator or built-in mode, it was found that the platform period of the counterpulsation remained high at about 185, while under the same conditions, the platform period was about 125 when other machines were running. When using a sample balloon for counterpulsation, the machine will alarm for high pressure, helium leakage, etc., and stop the counterpulsation. It is preliminarily determined that this machine has a malfunction". No patient involvement.

Event description:
It was reported that, "during the unpacking inspection and simulation test run, when using the simulator or built-in mode, it was found that the platform period of the counterpulsation remained high at about 185, while under the same conditions, the platform period was about 125 when other machines were running. When using a sample balloon for counterpulsation, the machine will alarm for high pressure, helium leakage, etc., and stop the counterpulsation. It is preliminarily determined that this machine has a malfunction". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of high bpw was confirmed based on the pictures provided in the complaint. No iabp part strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to high balloon pressure. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature.